Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, smart remote manager is not working properly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, smart remote manager is not working properly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remote manager was not locking properly. The field service engineer (fse) inspected the machine and confirmed that the refrigerator not a pyxis refrigerator. It was identified as the customer's own refrigerator, which had a faulty lock and required attention from their engineering team. The system functioned as intended after the field service engineer investigated the issue.